Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with signs of a driveline infection that was initially treated as an outpatient with oral antibiotics. There were no reports of driveline trauma, upon admission, infectious disease (ID) was consulted. The patient was not considered an appropriate transplant candidate. Lab tests return with negative blood cultures. The patient continued to take oral antibiotics and will continue to do so for 6 weeks. Additional information revealed the site of the infection had ongoing purulent drainage at the driveline site which was determined to be caused (B)(6). The patient has been started on daptomycin by intravenous drip feed (IV) every 24 hours as an outpatient for 6 weeks through (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed